Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a leak. The customer¿s blood glucose level 229 mg/dl at the time of the incident. The customer also stated that leak was coming out of the connection from the reservoir septum and the p-cap. The reservoir will not be returned.